Event description:
It has been reported that the liquid is not entering the syringe.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint sample was evaluated and the reported event was confirmed. The device cannula was damaged, most probably because its movement inside the device when perforating the monomer pouch was not accurate. With the available information, the exact root cause of the event could not be determined. Please note that no other complaint related to liquid monomer not entering the cylinder was recorded for the batch of the current device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the liquid is not entering the syringe.